Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended for transgastric implantation in an endoscopic ultrasound-directed trans gastric ercp (edge) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the flange deployed but failed to open. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound-directed transgastric ercp (edge) procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted during an edge procedure.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery-enhanced delivery system was returned for analysis with the stent partially deployed. Visual and radiographic evaluation identified the stent positioned distally within the stent pod, with indication that the stent may have expanded within the pod. The distal pusher (braided polyimide) was observed to be kinked at the dual lumen. Additionally, a broken weld was noted on the distal crown, and the sheath was observed not to retract to the full extent of the slider. Functional testing demonstrated that the proximal flange deployed with normal force but did not immediately expand upon deployment. However, after exposure to warm water, the stent flange expanded immediately, consistent with expected material behavior under temperature conditions. Further inspection revealed multiple holes and evidence of silicone adhesion at the saddle/flange transition. The device was returned in its original packaging, and the associated labeling, including lot and upn, was verified. Product analysis could not confirm the reported event of stent first flange failure to expand, as the device was returned with the stent partially deployed. However, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with use of the device. The additional observed conditions of a distal pusher (braided polyimide) kinked at the dual lumen and a broken weld on the distal crown were most likely caused by procedural factors, such as lesion characteristics, handling of the device, and the technique used by the physician (including force applied). As for the slow expansion observed, reduced or delayed expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while within the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. This results in greater compression and increases the likelihood that the stent will initially exhibit an unconstrained opening dimension smaller than the manufacturing specification. Therefore, taking all available information into consideration, the overall root cause of the reported event is determined to be cause linked to device but unable to be further specified. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. It was reported that the axios stent was intended to be implanted during an endoscopic ultrasound-directed transgastric ercp (edge) procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted during an edge procedure. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended for transgastric implantation during an endoscopic ultrasound-directed trans gastric ercp (edge) procedure performed on october 31, 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the flange deployed but failed to open. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound-directed transgastric ercp (edge) procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted during an edge procedure.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended for transgastric implantation during an endoscopic ultrasound-directed trans gastric ercp (edge) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the flange deployed but failed to open. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound-directed transgastric ercp (edge) procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted during an edge procedure.